Event description:
Event occurred during routine checkout prior to initiating patient therapy. The device was set for clockwise arc therapy. Control activation resulted in a fast counter-clockwise rotation of the gantry which was terminated at the control console by activation of the "beam-off" switch. A therapist entered the room and activated the "dead man" switch on the hand control pendant. This re-activated the counter-clockwise motion causing the gantry to stike the patient table. The gantry motor continued to run until the "emergency off" button on the patient table was activated, terminating power tothe equipment. The therapist operating the hand control reported "a mild shock" as she activated the dead man switch. The problem was traced to a circuit board in the control console which was replaceddevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: component failure. Conclusion: device failure directly caused event, software/firmware contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. The device was not destroyed/disposed of.